Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle separation occurred during use with a syringe 0.3ml 31ga 6mm whole unit 10bag. The following information was provided by the initial reporter, "pet owner stated when she removed the needle shield, needle was detached from the syringe. Pet owner uses new syringes each time of pets injection." 3 occurrences were reported.

Manufacturer narrative:
- Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle separates on lot # 8337695. Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 8337695. Customer states that when needle shield was removed, the needle was detached from the syringe. The syringe was returned with the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) on 06 jan 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. CAPA(B)(4) has been opened to address this issue."

Event description:
It was reported that needle separation occurred during use with a syringe 0.3ml 31ga 6mm whole unit 10bag. The following information was provided by the initial reporter, "pet owner stated when she removed the needle shield, needle was detached from the syringe. Pet owner uses new syringes each time of pets injection." 3 occurrences were reported.